Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. Device evaluation: the explanted pump was returned for evaluation. Examination of the outlet stator revealed a thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades, obstructing a significant portion of the blood flow path through the outlet stator. The thrombus did not present any areas of denaturation and there was no evidence of contact marks on the outlet portion of the rotor or the outlet bearing cup. The thrombus lacked laminated layering, suggesting that it did not initially form in the outlet stator; however, its origin and a duration of time for which it was present in the pump could not be determined. A specific cause for the development of the observed thrombus formation cannot be conclusively determined through this evaluation. In addition, examination of the inflow conduit revealed tissue ingrowth on one side of the proximal edge of the inlet tube. A specific cause for its development could not be conclusively determined. Although a portion of the tissue was partially obstructing the blood flow path, it did not appear to be affecting blood flow through the rest of the conduit. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. The instructions for use lists thrombus as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient received a routine heart transplant on (B)(6) 2015 and no device malfunction was suspected. During the evaluation of the returned device, thrombus was found.